Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed/reproduced the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage or damage to the conductor wire insulation were observed. Root cause of this failure is attributed to a component failure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has requested the fenestrated bipolar forceps instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part number 420205-16/ lot number k10220209 951) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 7 uses remaining after this last usage. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had a conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the high frequency cable of the fenestrated bipolar forceps instrument was torn. There was no report of patient injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.